Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - signs of the start of a lead fracture, along with noise were detected on this lead 15 days after implant. The noise led to inappropriate shock on (B)(6) 2014. Therapy was turned off for this lead and it was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to a functional analysis. The performance of this device was scrutinized, including a visual, a mechanical and an electrical inspection. During this analysis, no deviations were noted which might be related to the clinical observation. The lead proved to be within specifications and flawless throughout its inspection. In particular, the values of the parameters measured during the electrical analysis did not show any deviation from the technical specifications. In summary, there was no sign of a material or manufacturing problem.